Event description:
A malfunction on the pump was reported by the caller with no notable events occurring beforehand. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump, and the customer planned to reset the pump independently when a charger became available, or alternatively, contact technical support again for assistance.